Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2010. The pt rec'd a cook incorporated zenith flex aaa endovascular graft bifurcated main body and three zenith flex aaa endovascular graft iliac leg. The procedure was completed w/o reported incident. On (B)(6) 2010, the pt expired due to myocardial infarction and arrest. Update rec'd from area rep: the pt was not cleared by cardiology prior to the procedure. The procedure took longer then what was planned due to a challenging cannulation. Pt was under anesthesiology for a long time which is believed to have contributed to the expiration.

Manufacturer narrative:
Death is labeled in the IFU. Difficult deployment is not specifically labeled in the IFU. No product or images was returned to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Specific to cannulating the contralateral limb, the IFU lists several factors to consider that if followed, may prevent difficulty from occurring: during main body placement, the contralateral limb should be slightly anterior to the origin of the contralateral iliac, which can be verified by the gold marker on the contralateral limb. The IFU states to confirm location of renal arteries prior to fully deploying contralateral limb. The IFU states to verify contralateral limb is at least 5mm above the aortic bifurcation. Preexisting conditions, if any, were not reported. The pt underwent evar (B)(6) 2010 and expired (B)(6) 2010 due to myocardial infarction. The cook sales rep commented that the procedure took longer than expected due to difficulty cannulating the contralateral gate, resulting in extended anesthetic. The prolonged procedure may have contributed to the pt's death. Add'l contributing factors and events subsequent to repair are unk at this time. W/o add'l info we are unable to comment on the pt's suitability for evar. The complaint correspondence indicated that the pt was not cleared by cardiology prior to the procedure. In summary, the pt was unable to tolerate evar. The event will be trended as "difficulty cannulating the contralateral gate" resulting in critical harm, death. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.